Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02533. It was reported that vessel dissection occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a non bsc guidewire crossed the lesion, dilatation was performed using a balloon catheter. After intravascular ultrasound (ivus) was performed, a 2.5 x 38 synergy¿ stent was advanced and placed on the proximal lad and a 3.5 x 16 synergy¿ stent was advanced and deployed in the left main trunk (lmt) to the proximal lad. After stent placement, post-dilatation was performed with an emerge balloon catheter. However, vessel dissection on the previously implanted 2.5 x 38 synergy¿ stent was noted under angiography and ivus. Subsequently, the physician advanced a 2.25 x 16 synergy¿ stent and resistance was met upon loading the device over the non-bsc guide wire. Somehow, the device was able to be loaded but upon reaching the distal edge of lad, the stent did not expand. The procedure was completed with a non-bsc device. No further patient complications were reported and the patient's status was stable.